Manufacturer narrative:
It was initially reported that the versacare bed's exit alarm didn't alarm when the patient exited the bed, it was assumed the patient was injured. During a follow-up call with the customer, the customer stated that he contacted hillrom to obtain information as to how the bed's exit alarm worked. The event reported to hillrom on september 29, 2022 was alleged to have occurred in (B)(6) 2000 however during follow up with the customer they noted they were unsure when this event, if any, occurred. The customer stated that there was possibly an event two years prior to the call, however, did not know what type of bed, the sequence of events, the location of the event, if there was patient involvement, or if an injury occurred. A hillrom bed is intended for use in healthcare environments as a patient support system. Some beds may be equipped with an exit alert feature. This exit alert provides an audible and visual alert notification to the caregiver team if the patient were to exit the bed. However, it is not intended as a substitute for good nursing practices. The bed exit alarm system must be used in conjunction with a sound risk assessment and protocol. Of note: the caregiver must engage a hillrom bed's exit alarm system manually, prior to its ability to provide an alert. In this event, the customer did not provide the necessary details to determine the severity of the event, if the event involved a hillrom bed or if the bed's exit alarm was properly engaged prior to the event. Additionally, based on the limited details available, there was no indication that a serious injury occurred. If any additional relevant details become available, the complaint will be addressed accordingly. Based on this information, no further action is required.

Event description:
It was initially reported that the versacare bed's exit alarm didn't alarm when the patient exited the bed, it was assumed the patient was injured. During a follow-up call with the customer, the customer stated that he contacted hillrom to obtain information as to how the bed's exit alarm worked. The customer stated that there was possibly an event two years prior to the call, however, did not know what type of bed, the sequence of events, the location of the event, if there was patient involvement, or if an injury occurred. This report was filed in our complaint handling system as complaint # (B)(4).